Event description:
Healthcare professional, in scientific publication titled "enhancement to effusion: breast implant-associated anaplastic large cell lymphoma" reported: "presence of cd30+, alk- alcl, confirming a diagnosis of bia-alcl". The patient was prescribed brentuximab-cyclophosphamide, doxorubicin, prednisolone. This record includes one patient. Histopathological markers of cd30+ and alk- have been received, confirming bia-alcl diagnosis. Though the manufacturer of the device has not been confirmed to be abbvie, this record will be considered reportable following a conservative approach. The device was explanted.

Manufacturer narrative:
Histopathological testing confirmed bia-alcl, markers cd30+ and alk- were provided. Though the manufacturer of the device has not been confirmed to be abbvie, this record will be considered reportable following a conservative approach. Literature article citation: enhancement to effusion: breast implant-associated anaplastic large cell lymphoma ali, syed h. Et al. Journal of cardiology cases, volume 30, issue 6, 193 - 195. The event of breast implant associated anaplastic large cell lymphoma (bia-alcl) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device removal. Bia-alcl additional author contact information: akash p. Patel md khan o. Mohammad md neha k reddy md department of internal medicine, university of texas at austin dell medical school, austin, tx, USA.